Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there were issues experienced with loading or firing the clips. Some clips also malformed, while some disengaged into the patient cavity but were retrieved. The clip applier was misfiring as often as it fires. This resulted in a lacerated vessel that bleeds. They opened another clip applier to complete the case.